Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one week post-operative of an upgrade that the right ventricular (rv) lead exhibited high and undefined impedance. During follow-up it was noted the rv lead also had a loss of capture. It was identified the rv lead had a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.